Manufacturer narrative:
Failure analysis confirmed that the insulin pump had intermittent button response and button error alarm due to corroded keypad traces. The pump was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted. No numbers ramping or scroll bars moving up or moisture damage on electronic assembly/motor noted. The insulin pump had cracked display window corner, scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, button error, and failed battery test. The customer stated the numbers on their keypad were ramping. The scroll bar was moving without input. Customer's blood glucose was 84 mg/dl. The customer states the button error occurred after pump was exposed to water. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.